Event description:
Per the clinic, the patient had a low impedances which resulted to a device non-use. Atypycal measurements were found on all electrodes. It is unknown if there are plans to reimplant the patient as of this date of report.